Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred at the start of a routine hemodialysis treatment. Air recovery attempts were not performed by the operator. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
There is no evident of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to the amount of air in the lines. The air was introduced at the start of treatment when the operator flipped the needle. The cycler alarmed appropriately to the air. The user's guide provides adequate instructions for patient connections and troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.